Manufacturer narrative:
Corrected data: catalog, lot, expiration date, manufacturing date. An event regarding loosening involving a triathlon stem was reported. The event was not confirmed. Method & results: -device evaluation and results: he reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted baseplate with a stem component still attached. From the photograph provided there is no evidence of damage noted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; clear primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that revision surgery took place due to loosening of the tibial components. The event could not be confirmed with the information provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including clear primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision left total knee replacement. Removed triathlon universal baseplate & fluted stem & ps insert for loosening. Revised with triathlon universal baseplate, cemented tibial stem & ts insert. Previous revision surgery conducted at (B)(6) in (B)(6) 2014.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
Revision left total knee replacement. Removed triathlon universal baseplate & fluted stem & ps insert for loosening. Revised with triathlon universal baseplate, cemented tibial stem & ts insert. Previous revision surgery conducted at (B)(6) in (B)(6) 2014.